Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose results range from 80 to 110mg/dl. Consumer admitted to hospital last week due to perforated ulcer (not related to blood glucose results). Blood glucose test performed using hospital device with test result of 397 mg/dl. Blood test performed immediately at hospital using consumer's trueresult meter and test result was 57 mg/dl. Consumer administered steroid injection throughout last week also and feels that may have contributed to his blood glucose results increasing. Back to back blood test not able to be performed since test strips are unavailable at this time; unable to verify lot of test strips and expiration date as well. Verified storage of test strips is within specification. Recall test results from meter memory performed fasting or two hours after meals: (B)(6) 2014, 2:34pm - 238mg/dl; (B)(6) 2014, 11:10am - 243mg/dl; (B)(6) 2014, 10:00pm - 265mg/dl; (B)(6) 2014, 3:19pm - 319mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference, user reused test strip, user's test strip had poor fill.